Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2016-47933.

Event description:
The caller stated that on (B)(6) 2016, the customer's doctor put him on a muscle relaxer and pain medication. So, the customer was unable to manage his blood glucose. On (B)(6) 2016 the paramedics had to be called because the customer's blood glucose was 30 mg/dl. The customer's insulin pump was disconnected because he was no longer functional to manage his blood glucose. The customer had stage 4 bladder cancer. The customer was admitted to hospice care on (B)(6) 2016 and passed away on (B)(6) 2016. The cause of death was stage 4 bladder cancer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected since (B)(6) 2016.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.